Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During the preventive maintenance visit an unstable ECG reading was encountered. There was patient involvement but no known adverse patient impact.